Manufacturer narrative:
Report source: csc product recovery specialist. No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Section requested but not provided.

Event description:
It was reported during circle priming the patient's rituxan tubing set the tubing became "disconnected from the luer lock tubing to the injector of the phaseal. Rituxan dripped out of the bag, necessitating a spill clean up." There were no adverse effects to the patient. The customer stated that there is no further event information available.

Event description:
It was reported during circle priming the patient's rituxan tubing set the tubing became "disconnected from the luer lock tubing to the injector of the phaseal. Rituxan dripped out of the bag, necessitating a spill clean up." There were no adverse effects to the patient. The customer stated that there is no further event information available.

Manufacturer narrative:
Correction on initial report: b.3 & d.11. Additional information: device history record could not be performed on model unknown due to no lot number being provided by customer.